Event description:
Foley cather apparently pulled out by confused, incontinent male patient. Tip of catheter noted to be missing. Urological consult requested after urinary bladder sonogram indentified missing portion of foley in the bladder. A cystoscopy was performed under general anesthesia by a urologist, ,and the missing portion of the catheter was removed.